Event description:
Hamilton medical ag received the following event description: "rt noticed tf 9907 on the ventilator, the biomed is wondering if it is a problem or not. " patient was not harmed.

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 -3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Device was not returned to hamilton medical ag. Log files of the device was received and analyzed. On (B)(6) 2022 at 11:21:59 pm, technical fault (tf) (B)(4) was registered in the log files. Device went into ambient state at the same time. Tf (B)(4)indicates a faulty communication between the interaction panel and the ventilator unit. Investigation is ongoing. This file reports the event stated in hamilton medical ag case number (B)(4).